Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.

Event description:
A dreamstation CPAP was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected. There was evidence of foam degradation - foam particles were visible. The device has been scrapped.